Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 2 events were reported for this quarter. Product return status, 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components), 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition 2 devices: product disposition is not yet determined additional information 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 2 events for the failure: delivered as unsterile product, 1 event had no health consequences or impact, 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99400. Supplemental rationale: corrected data: b5, h6, h11. 1 previously reported event was included in this follow-up record. Product return status: 1 device was received. Evaluation findings (results/components): 1 device: manufacturing process problem identified / packaging. Product disposition: 1 device: returned to supplier / vendor.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: delivered as unsterile product. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99400. Supplemental rationale: corrected data: b5, h1, h6, h11. 2 events were previously reported during the reporting quarter; however, 1 event was reported in error. 1 previously reported event is included in this follow-up record. Product return status: 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: delivered as unsterile product. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.